Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8334953. Common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8207492. Common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8334956.

Event description:
Related manufacturer reference number: 1627487-2023-01610. It was reported the patient experienced discomfort located at the ipg site. It was reported the patient experienced inadequate stimulation with their drg system. As a result, surgical intervention was undertaken wherein 3 leads and the ipg was explanted. 5 leads remain within the patient. The investigation did not determine which lead resulted in ineffective stimulation for the patient.